Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with cage having spinal therapy for intestinal injury, it was reported that a patient who underwent surgery (fm/t3) yesterday was suspected of having intestinal damage. Due to the suspicion of intestinal damage, the surgical doctor performed an operation to resection the bowel and replaced it with artificial anus. It was speculated by the orthopedic doctor that a retractor or something similar might have injured the intestine during the initial t3 operation. No symptoms were present when the initial surgery concluded yesterday. It is anticipated that symptoms might have appeared from post-operation (initial operation) to this next day morning. The surgical operation was performed without the removal of the t3. It is not clear whether the cause was the retraction. It is unknown which instrument actually caused the intestinal damage. There are no defects in the implants used. The reason for the removal is that bacteria may be attached to the implant due to intestinal damage. The patient was still in the ICU. There were no further complications reported regarding the event.